Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the ins was showing 100% full and the controller was 80% full. Patient stated she charged pretty much every day and it was usually at 30% ins charged. Patient stated today she had pain in her back and stimulation usually covered her back. The programmer showed stim was off, group b program 1 at 3.0 volts. Patient decreased stimulation to 2.8 volts on program 1 on group b. Patient wanted to switch to group b program 2. However it was reviewed with the patient she only had one program. Patient wanted to know how it shut off as she recharged it yesterday. Sudden change in symptoms reported. No further complications were reported/anticipated. Additional information received from the patient indicated that they used to charge every 3 days, but now they have to charge every day. They stated that their stimulation is off, and they want to turn it back on. The patient noted that their ins and controller are both 100%, and they had recharged the ins the day prior to the report. The patient indicated that they have not recently been reprogrammed or switched to a new group. They noted that prior to charging, the ins was empty. The patient was re-directed to follow-up with their healthcare provider regarding their recharging frequency. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. Rep reported patient was using group b- 5+6-8+9- 2.8ma/2 00pw/10000hz. Rep reported this program controlled patient pain, but patient was needing to charge every day. Patient indicated she was charging a couple of days before and now patient was charging every day. Recharging diary showed: excellent coupling avg ending - 100% avg recharge time - 52 mins, recharge interval: 18 hrs, it was reported that the recharging statistic showed all green graph except one good graph. It was reported that the patient had stimulation on 100%. Energy check showed 2.5 days between each charge. Rep reported this was the same as before the reprogramming. The rep eliminated electrode 6 and was now using electrode 7.